Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked. It was further reported that the clamp was in the lock position, however it was still leaking. The roller clamp would not stop and could be fully rolled up and down. This was observed during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The transfer set was replaced to resolve the issue. The patient was administered prophylactic vancomycin and ciprofloxacin. The patient was discharged and not hospitalized. The device was received for evaluation. A visual inspection noted that the occluder feet were broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.